Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a gastric sleeve, after pressing the green button the blade was not moving forward. The green light was continuously blinking on I drive handle. So surgeon has to press the silver button to retract the blade.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. Visual evaluation noted that the reload was partially fired. Functional evaluation of the reload noted that the anvil clamping mechanism was deformed. The reload fired without issue. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.